Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient visited the emergency room (ER) due to hyperglycemia. Symptoms reported include nausea and a headache. The smartphone app lost communication with the pod while the pod was worn for between 4 and 24 hours. The patient was treated with insulin via intravenous therapy. The pod was removed prior to the ER visit and the patient was released after 3 hours.